Event description:
The pt ((B)(6)) received the scs system on (B)(6) 2012. It was reported that during the procedure, high impedances were identified on the scs lead. The physician completed the procedure using a new scs lead with no reported adverse consequence to the pt.

Manufacturer narrative:
Results - the complaint for high impedance could not be confirmed. As received, the lead was returned clear and undamaged and passed all functional tests. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.